Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy d.a.s.h. Sphincterotome. The sphincterotome was advanced into the endoscope. When the dome tip exited the endoscope, a burr was noted on the tip of the sphincterotome catheter. The physician proceeded with cannulation of the bile duct with the sphincterotome and a perforation occurred. The physician was unsure if the burr caused the perforation or if patient condition contributed to this occurrence. The sphincterotome was removed from the endoscope and the patient was hospitalized for observation. A foreign object did not have to be retrieved from the patient. The patient was hospitalized of observation and stent placement at a later date. At the time of this report, the patient was reported to be doing fine and a stent had not yet been placed. The patient has not experienced any additional adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of a burr on the dome tip of the sphincterotome catheter. After viewing the tip under magnification, we found a very small chip in the dome shaped tip. The chip/burr is approximately 1 mm in length. The chipped area is located on the side of the dome tip at the distal end of the sphincterotome. The material remains attached and extends outward approximately 1 mm. The condition of the tip does not meet inspection specifications. Because the sphincterotome tip is inspected prior to distribution, the chipped area may have occurred during product usage and/or handling. The cutting wire is intact and does not exhibit evidence of a cautery application (no blackening of the cutting wire was noted). The outer catheter exhibited scraped areas along the length of the sphincterotome. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month compliant history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this information, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: if the sphincterotome received excessive pressure when advancing the catheter through the accessory channel of the endoscope and encountering resistance, this could have contributed to the damaged sphincterotome tip. Scraped areas through the catheter also suggest the sphincterotome received excessive pressure during advancement through the endoscope. If the elevator of the endoscope has an abnormally sharp edge (i.e. A burr), this could have contributed to a scraped areas in the catheter as well as a damaged tip. The information provided indicated the burr on the distal tip of the sphincterotome was noted prior to advancement in the duct. Perforation is listed in the instructions for use as a potential complication associated with ercp. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually or if the pre-curved stylet is forcefully removed. The instructions for use contain the following comment: "note: the purpose of the pre-curved stylet is to influence the memory of the plastic tip for proper cutting wire orientation. Do not apply manual pressure to the tip or cutting wire of the sphincterotome in an attempt to influence orientation, as this may result in damage to the device." Another factor that can contribute to a damaged tip is manipulating the handle with the stylet inside the catheter. The instructions for use for this product line advise the user to straighten the device and remove the stylet from the catheter prior to handle manipulation. Prior to distribution, all sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection is to verify the tip is round with no sharp edges. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.